Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision with 600cc mentor memorygel breast implants experienced ptosis, left sided rupture, and right sided capsular contracture post procedure. As a result, replacement with allergan implants was performed on (B)(6) 2022. The right implant was found to have a thickened capsule during surgery and the implant was removed intact. See 1645337-2022-04752 for contralateral prosthesis report.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the photograph provided was completed by the failure analysis lab on may 9, 2022. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).